Event description:
It was reported to philips that there was a problem with the sequence of turning off and on the system from time to time, as it took too long. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system turning off and on sequence. Upon troubleshooting, fse found that suite pc and ny5 boards defected. To resolve the issue, fse replaced ny5 boards and suite pc. After replacing the suite pc and ny5 boards, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.